Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor paired successfully to the user¿s phone but failed to pair to the ilet due to an incorrect pairing code entered on the ilet. Symptoms included no reported adverse health effects. Outcomes included successful reattempt after updating the pairing code and communicating the expected pairing time. Investigation included technical support troubleshooting. Investigation of this case revealed user input error in the pairing code entry. It was concluded that the device functioned as designed and that user error caused the pairing failure.